Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the customer received the following results, with two different meters, within 10 minutes: 96 mg/dl (mobile system) and 50 mg/dl (performa system). No adverse event reported. The test strip lot number was not provided for the performa system. The performa system is not expected to be returned for product evaluation.